Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no impact to the customer¿s blood glucose. Multiple follow up attempts were made to obtain a backup insulin method with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.